Event description:
Info received indicates the right head siderail has come loose and is dangling from the bed. The screws have stripped out of the siderail.

Manufacturer narrative:
The technician found the holes for the screws that hold the right head siderail were stripped which allowed the siderail mounting screws to fall out. The technician replaced the right head siderail to repair the bed.